Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a small line on pump screen and this progressively got bigger and now whole screen was black and she cannot see anything and scratch was on liquid crystal display only. Customer states they can not read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.